Event description:
It was reported that (1) lcsc5 was used during a laparoscopic myomectomy procedure. It was reported by the rep that midway through the case, the teflon grasper pad fell off into the pt. The pt was retrieved and the case was completed with dissecting hook.